Manufacturer narrative:
(B)(6). Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva tpn bags were leaking from an unspecified location. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.